Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a vnus radiofrequency generator. The customer reports there was a small burn on the pt's inner leg.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.